Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the evis image gave a error code e216 (scope communication error). Additionally, the evis ID data verification had loss of data. There was deterioration or breakage of the adhesive on the bending section cover (a-rubber). The evis switches did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced the screen going black during the diagnostic bronchoscopy procedure, and an error message: err e216 scope communication occurred. There was a five minute delay which did not cancel the procedure however a similar device was used to complete the procedure. There was no report of patient or user harm or associated with the customer concern.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event could have occurred due to breakage of image sensor unit/circuit board inside scope connector. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.